Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was 418 mg/dl, at the time of incidence. Customer was treat with manual injection and contacted to their health care professional. Customer¿s blood glucose level was 650 mg/dl, at the time of hospitalization. Customer was treat with intravenous drip in the hospital. Customer declined to perform high pressure test. Insulin pump alarmed for insulin flow block alarm. The auto mode was off at the time of incidence. Customer did not allege that the insulin pump was under delivering. The insulin pump will be returned for analysis.